Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s husband stated that the battery was not working and he thought it needed to be replaced. The hcp was a nurse at a nursing home and asked for a manufacturer representative (rep) to come check the patient¿s device. No troubleshooting was done on (B)(6) 2017 as the nurse was not with the patient. The nurse was going to discuss further with the patient¿s husband and suggest that the patient be seen by her hcp. It was reported that the ins was not working, but there was no mention of medical symptoms. This was considered a sudden change that began in (B)(6) of 2016, about a week prior to (B)(6) 2016. It was noted that the nurse didn't know the patient¿s managing hcp information. Additional information was received from the nurse. It was reported that the nurse had not been made aware of any symptoms by the patient¿s husband, not had any of the nurses on the floor that worked with the patient directly. The nurse had not heard back from the patient¿s husband yet as of (B)(6) 2016. The nurse was to follow-up with the patient¿s husband on (B)(6) 2016 and discuss with him to have the patient see her doctor. The nurse noted that it would be better to have the patient¿s husband call in to the manufacturer to provide an update once they see the doctor. The nurse was to provide the manufacturer¿s patient services number to the patient¿s husband.